Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to an infection. Customer was also experiencing low blood glucose readings and believes that the insulin pump may be over delivering. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer then stated that they made changes to their sensitivity settings and the blood glucose readings are now fine. Customer's current blood glucose reading is 199 mg/dl. No further information reported.